Event description:
It was reported that the patient presented after receiving early morning shocks. An assessment of the device was performed and the device was reprogrammed. The device remains in use. The patient is a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant medical products: 694765, lead, implanted: (B)(6) 2012. (B)(4).